Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. A review of the pump history by the customer contact at the user facility determined the pump was programmed as ordered and delivered as programmed. During testing at the user facility, the device passed testing for delivery accuracy.

Event description:
User facility mandatory medwatch received that stated: "in 2007, the pt was placed on a hospira lifecare 4100 pca plus ii infuser programmed to deliver dilaudid. Pump settings were: 1.0 mg/ml, pca + cont, pca dose 0.2 mg, lockout 10 minutes, infusion rate 0.2 mg/hr, 4 hour limit 4.0 mg. Twenty minutes after the pump was started, the pt was found non-responsive. It was determined that the pt self administered 0.2 mg dilaudid 1 minute after the pump was started. It appears that the pt received 9 ml dilaudid during the twenty minutes that the pump was running. The pt received two doses of 0.4 mg narcan and became responsive." Upon further query, the following info was provided that indicated an adverse event while the device was in use. At 1136, the pt received 1 mg "dilaudid" IV push. The pt had nausea and emesis. At 1235, pt received 1 mg ativan IV push. At 1250, the reported pump programming was confirmed by 2 nurses. At 1259, the pt received a pt initiated pca dose. At 1318, the pt's father alerted staff the pt was nonresponsive & cyanotic. The pt was treated with oxygen and a sternal rub was performed. At 1327, the pt was treated with 0.4mg narcan. At 1353, the pt "was still groggy" & was treated with 0.4mg narcan. The pt continued on oxygen 2l via nasal cannula (nc) & was monitored for approx 2hrs. The pump was removed from clinical use. There were no reported adverse pt sequelae. During testing at the user facility, the device passed testing for delivery accuracy. The customer contact indicated the cause of the event was unspecified; however, it was "possibly a priming error." Though requested, no additional info was provided.